Event description:
It was reported that during infusion the cadd cleo infusion set had detached from the adhesive patch. Damage was identified as involving the clear plastic component attached to the cleo. There was patient involvement. No other adverse consequences were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.